Manufacturer narrative:
Pump unable to prime during prime/compromised force sensor system test due to loose/protruded drive support disk.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly were insulin squirted out during manual prime. Customer¿s blood glucose level was unknown. Customer was assisted with troubleshooting. The device will be returned for analysis.